Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the patient's entire system was explanted due to the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a hematoma and a suspected pocket infection with endocarditis. At this time no intervention has been performed and the right ventricular lead remains implanted and in service. No additional adverse patient effects were reported.